Manufacturer narrative:
(B)(4). After the submission of initial medwatch record, additional information received indicating this event occurred in 2014 with fresenius kabi tubing during a clinical trial. Abbvie is not the manufacturer. This event is considered as not reportable for abbvie.

Manufacturer narrative:
(B)(4) the lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed

Event description:
The patient reported a knotted tubing.